Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image showing on the screen due to faulty charged coupled device. Based on the results of the investigation, the most probable cause of the complaint failed leak test is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the camera head exhibited no image showing on the screen, faulty charged coupled device and failed leak test. There was no patient involvement.